Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported events could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirmed that no medical, surgical treatment and no hospitalization were required as a result of this event. There was no change in the final course.

Manufacturer narrative:
Additional information is provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a cataract surgery, a phacoemulsification handpiece presented with no phacoemulsification power. The phacoemulsification handpiece passed the tuning successfully. The surgeon pressed the pedal and the phacoemulsification output remains at zero. No system message was displayed. The patient's anterior chamber was unstable. The surgery was completed by changing the handpiece. Additional information has been requested.